Event description:
On (B)(6) 2013, the maquet sales and service unit (ssu) technician contacted the maquet technical support department for advice on a heater cooler unit (hcu) 40. According to the technician, the outer surface of the main heater assembly did not go above 40 degrees during testing so it maybe a faulty temp cut off switch. Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Reference: complaint (B)(4). This unit was not returned for evaluation. Per the retrospective summary report approval number (B)(4) dated on july 24, 2014, a summary is required of the dwc spreadsheet created. A total of 134 reportable events are captured in the spreadsheet. A root cause analysis was performed to determine the cause of late MDR reporting during this period. The result of the root cause analysis identified that the MDR procedures were not sufficient to assure that MDR reporting is consistent or completed in a timely manner. The procedures have been revised and implemented and MDR filing metrics are included in the monthly quality data review to ensure timely filing. Exemption number, (B)(4).